Manufacturer narrative:
This report is submitted on 14 october 2020.

Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020, due to pain and undesired stimulation with device use. It is unknown whether the patient was reimplanted as of the date of this report.